Manufacturer narrative:
Approximately two hours post procedure the patient suffered an adverse event. Contrast toxicity and cerebral hyperperfusion syndrome were noted on the patient's adverse event form. The patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the carotid artery. The target lesion location was the proximal left internal carotid artery (ica). The vessel was described as severely calcified, eccentric, ulcerated and mildly tortuous. The rate of stenosis was 65%. An angioguard embolic protection device was successfully deployed distal to the lesion and the lesion was pre-dilated with an aviator balloon. A precise stent was successfully placed at the target lesion. There were no reported neurological events during the procedure. The angioguard was carefully removed from the patient with no difficulty and upon inspection there was no debris noted. The procedure was successfully completed. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Numerous reports have subsequently documented the risk of hyperperfusion syndrome after carotid endarterectomy, after carotid angioplasty and after intracranial angioplasty. Estimates of the incidence of hyperperfusion syndrome after carotid revascularization range up to 3%. After revascularization that alleviates a high-grade symptomatic stenotic lesion, cerebral hyperperfusion syndrome (chs) may occur as a result of a sudden, rapid increase in cerebral blood flow excess of that required to meet metabolic demands. There are various factors implicated as playing a role in chs, such as cerebral autoregulation, hypertension, ischemia reperfusion injury, intraoperative ischemia, oxygen derived free radicals and baroreceptor dysfunction. Transient cerebral hyperemia can lead to severe unilateral headache, face and eye pain, confusion, seizures, focal neurologic deficits, and intracerebral hemorrhages. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed 3 weeks after revascularization. Anticoagulation is a known risk factor for brain hemorrhage in patients with pre-existing disease. Evidence from (B)(4) studies, in lack of (B)(4) trials, suggests that a number of factors-all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of in ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. Cerebral hyperperfusion syndrome (chs) is a known potential adverse event associated with implanting carotid stents. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9616099-2011-00873, 9616099-2011-00874 and 1016427-2011-00120

Manufacturer narrative:
Corrected data: please note that the alert date for the event "cerebral hyperperfusion syndrome" is (B)(4) 2011.

Event description:
The email received from the (B)(4) study indicated that on the same day as the index procedure the patient experienced aphasia. On the patient's ae form contrast toxicity and cerebral hyperperfusion syndrome were noted. The patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the carotid artery. The target lesion location was the proximal left internal carotid artery (ica). The vessel was described as severely calcified, eccentric, ulcerated and mildly tortuous. The rate of stenosis was 65%. An angioguard (501814rmc / lot 70811511) embolic protection device was successfully deployed distal to the lesion and the lesion was pre-dilated with an aviator (424-5520w / lot 15432684) balloon. The information states that a grade a dissection occurred during pre-dilation. A precise (pc0640rxc / lot 15435203) stent was successfully placed at the target lesion. There were no reported neurological events during the procedure. The angioguard was carefully removed from the patient with no difficulty and upon inspection there was no debris noted. The procedure was successfully completed. Approximately two hours post procedure, the patient suffered an adverse event. Contrast toxicity and cerebral hyperperfusion syndrome were noted on the patient's ae form. There is no record of a diagnosis of stroke or tia. Patient was treated with heparin. The patient has been admitted to a rehab facility.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9616099-2011-00873, 9616099-2011-00874 and 1016427-2011-00120.